Event description:
Cups are cracking. Primarily on the bottom and occasionally on the sides. Samples are being re-collected unnecessarily and associates are exposed to biohazard from leakage. Manufacturer dates of 11/5/2019 and 2/10/2020.